Manufacturer narrative:
Date of report: 24aug2018. Updated contact name.date received by manufacturer: 16aug2018.the flow sensor, exhalation and the cable, sensor board to exhalation was returned to failure investigator (fi) lab for evaluation. Visual inspection of the flow sensor, exhalation, cable, sensor board to exhalation revealed no evidence of damage or contamination. The customer returned exhalation flow sensor and flow sensor to sensor board cable will be installed into the fi test ventilator. Operational testing was performed and the test ventilator did boot up and deliver breaths, the power cycling did not produce any errors, and the test ventilator did boot into the diagnostic mode. Also, the test ventilator did pass the est(extended self test) testing with no failures. Final evaluation: the test ventilator did boot up and deliver breaths, no error codes were generated during an extended run time of 4 hours, and the tidal volume remain remained constant at 489ml. No failures were identified in any of the returned components therefore, the determination could not be made that the device failed to meet specifications.

Event description:
The customer reported no volume measured. It was noted that the patient was not receiving any volume. In addition, there were no measured units in the tidal volume ventilation boxes. That patient was then tried on volume control of 600mls and again no volumes were detected. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm and medical intervention was not required.